Manufacturer narrative:
Philips service replaced the ssd, x-ray pc, and suite pc, reinstalled the software, and restored the device functionality. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the system experienced a boot-up failure and x-ray system connection error on an azurion 7 b20. The clinical use of the system was in use. There was no reported patient or user harm.